Event description:
A report was received that the patient could not charge the ipg after the recent revision procedure (MFR report #: 3006630150-2015-03162). The patient underwent a revision procedure wherein the ipg's pocket was revised and made it less deep. The patient was doing well postoperatively.